Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. During troubleshooting, the customer confirmed that the device was not dropped or exposed to a magnetic field and the drive support cap appeared normal, but the case was cracked near the display. The motor error alarm occurred one time in 30 days and the customer was able to prime after changing the infusion set and reservoir. The insulin pump passed the displacement test. Blood glucose value was 74 mg/dl. The insulin pump was not replaced or returned for analysis.